Event description:
Reporter indicated that lead test during generator replacement surgery for end of service resulted in high lead impedance reading (dc-dc code 7 and limit). The surgeon thought that there might be a problem with the new generator that he had connected to the original lead, so he opened another generator package and rec'd the same test result. The surgeon then used the test resistor to perform a pre-implant test on the 2nd new generator resulting in ok lead impedance result (dc-dc code 2 and ok). Lead malfunction is suspected. The surgeon implanted the 2nd new generator but did not explant the suspect lead. X-ray reviewed by surgeon did not identify any obvious breaks in the lead. Two attempts to obtain additional info have been made via certified u.s. Mail to both the neurologist and the surgeon.